Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose around the end of (B)(6) 2017 with blood glucose of 15 to 24 mg/dl at the time of the incident. The customer was at 192 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer experienced another low in the middle of (B)(6) 2017. The insulin pump will not be returned for analysis.